Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer that the a3059 mayfield composite series skull clamp failed to securely lock during an unspecified procedure on (B)(6) 2018. The patient's head started to be mobile in the clamp. There was no patient injury reported. The event did not lead to an increase in surgery time.

Manufacturer narrative:
During evaluation, the unit checked according to manufacturer specifications; there was no failure found.the device history record revealed no abnormalities relate to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. There were no service history on file. The complaint is unconfirmed. The root cause is not known; but most likely the root cause is user preference.